Manufacturer narrative:
(B)(4). Method: the complaint mr225 manual fill humidification chamber was not returned to fph in (B)(4); however, a sample mr225 chamber with the same lot number as the complaint device was returned for further investigation. It was visually inspected and pressure tested for leaks. Results: no physical damage was observed to the returned mr225 chamber. The pressure test result was within specification. No noticeable leak was observed during pressure testing. A lot revealed no other complaints of this nature for lot number 150331. Conclusion: we were unable to determine what may have caused the problem reported by the hospital. All mr225 chambers are visually inspected and pressure tested for leaks before leaving the production line, and those that fail are rejected. The subject mr225 would have met the required specifications at the time of production. This suggests that the affected chamber was damaged after it was released for distribution. The user instructions that accompany the mr225 manul fill humidification chamber state "in the event of the chamber leaking, switch the humidification off and replace the chamber."

Event description:
A hospital in the UK reported to a fisher & paykel healthcare (fph) field representative that two mr225 manual fill humidification chambers were found leaking at the base during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). One of the complaint mr225 manual fill humidification chambers is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr225 manual fill humidification chambers were found leaking at the base during use. No patient consequence was reported.